Event description:
It was reported that balloon rupture occurred. A 1.50mm x 15mm emerge balloon catheter was advanced to dilate the lesion; however, upon inflation the balloon ruptured. The device was completely removed and the procedure was successfully completed. No patient complications were reported.